Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 10/3.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, the device had difficulty crossing the lesion due to the calcification of the lesion. Subsequently, the device was able to cross the lesion and was inflated at 10atm. Second inflation was done at 14atm; however, upon third inflation, at 14atm, it was noted that the balloon ruptured. The device was removed from the patient's body and completed the procedure with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination found no damage to the tip or blades. As part of the device analysis, the returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. When positive pressure was applied, liquid was observed to be leaking from a balloon pinhole in the middle of the balloon. A visual and tactile examination of the hypotube shaft found no kinks along the hypotube shaft. A visual and tactile examination of the polymer shaft extrusion found no kinks or damage to the extrusion shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ((B)(4)) ¿balloon pressure should not exceed the rated burst pressure.¿ (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 10/3.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, the device had difficulty crossing the lesion due to the calcification of the lesion. Subsequently, the device was able to cross the lesion and was inflated at 10atm. Second inflation was done at 14atm; however, upon third inflation, at 14atm, it was noted that the balloon ruptured. The device was removed from the patient's body and completed the procedure with another of the same device. There were no patient complications reported.